Event description:
A nurse reported that during a cataract surgery, the product was found obstructed. The cassette was replaced and the surgery continued. There was no reported harm to the pt. A product sample has been requested for eval.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).